Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the controller is not taking a charge when plug into the outlet since yesterday. Patient stated they reset the controller and change the outlet. Patient services (pss) assisted patient with resetting the controller, after resetting, the controller power but does not charge when plug into the outlet, there is no flashing green light on the controller and controller is red, implant (ins) 30% charged. Patient stated the ins is for occipital nerve. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharger or controller port or ac power cord or battery pack. Patient confirmed there is green light on the ac power cord box on the outlet. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack device.  Additional information was received from a patient (pt). It was reported that they cannot get their controller to take a charge. Patient stated that their controller battery is still empty even after trying 6 different outlets, resets, and inspecting the ac power supply cord. Patient mentioned that they had their controller replaced for this issue and that they are getting nervous because they will soon be out of juice. Patient mentioned that they only had enough charge in their controller to charge their implant to 40%; usually they charge their implant to 100% and then plug in their controller to charge it to 100% as well. When the patient went to charge their implant, that's when they noticed that their controller screen would not power on. Patient stated that they panicked and had fallen at the dog park; they were worried that they were not going to be able to charge and that they would be in a world of pain. Patient mentioned that if they cannot charge that they go into darkness; they cannot walk or be in daylight. Agent walked the patient through an ac power reset; patient confirmed that the controller did not power on. Agent asked if there was a green light on the ac power supply cord, patient confirmed that light. Agent then had patient insert 2 alkaline batteries; patient confirmed that the controller powered on. Agent had the patient inspect the controller port and the ac power supply pins; patient confirmed no visible damage. A replacement ac power supply was sent out.